Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. A follow-up report will be submitted if additional information is obtained. The date of the incident is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a healthcare professional (hcp) reported that the customer, who was using a freestyle libre 2 sensor had "passed away". An official cause of death has not been provided at this time and no allegation of device deficiency has been made. The report indicated that the hcp did not consent to follow up. Adc is therefore unable to attempt any follow up activities related to this event. Therefore, based on the limited information provided, it cannot be reasonably concluded that an adc product has or may have caused or contributed to the event.